Manufacturer narrative:
(B)(4) if follow-up, what type?: additional information, event problem and evaluation codes - additional.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the receiver displayed err121 on (B)(6) 2016. The patient's mother did not report injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. A visual inspection was performed and no defects were found. A review of the downloaded data log observed firmware errors. The reported event of an error icon display was confirmed. A root cause could not be determined.